Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to implant fracture while patient was trying to get up, one month after weight bearing, without any trauma. Femoral fracture was reported as consequence.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available: additional: h2, h6. Correction: b4, b5, g4, g7, h3, h10. Event description: implant fractured in one of its holes while patient was trying to get up, one month after weight bearing, without any trauma. Femoral fracture was reported as a consequence. Review of received data: x-rays were reviewed. The x-rays confirm the breakage of the ncb df plate. Review of product documentation: this device is intended for treatment. The product combination was approved by zimmer biomet. Raw material certificate reviewed on 06-jul-2020 are according to specification. Surgical technique was reviewed. In the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. Devices analysis: the broken ncb df plate was returned for investigation. The fracture of the plate is located through the ninth screw hole (counted from proximal). On the fracture surfaces, beach lines are visible which point to a fatigue fracture. On the fracture surfaces there are small polished areas and some scratches, most probably due to contact between the parts after the fracture. Additionally, next to the fracture, structured marks and polishing are visible which presumably could have derived from contact with the cerclage wires which was used for fracture. Conclusion: it was reported that the patient was implanted with ncb df plate on (B)(6) 2019. The plate was revised on (B)(6) 2019 due to a plate breakage. The plate was in vivo for approximately 2 months. The provided x-rays confirm the ncb df plate breakage. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb df plate have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The visual examination of the returned plate indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the plate shows an indication for a fatigue fracture. On the backside of the plate there are polished areas and structured marks visible where the cerclage wires were placed. In the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire: ¿insert the bone spacers into ncb screw holes before plate insertion¿. Not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire (lever arm situation). However, an exact root cause for the breakage of the ncb pp plate could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
In addition to the report 0009613350 - 2019 - 00354, it was reported that a new fracture of the left interprothetic femur with fracture of the osteosynthesis material (plate) set up on (B)(6) 2019 occurred in unsolved circumstances (no trauma).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical products and therapy date: detail of product: item # unknown, item name unknown, lot # 64230672. Item # unknown, item name ncb schraube, lot # unknown. Item # unknown, item name ncb spongiosaschraube, lot # unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).